Event description:
The device was used during an lavh procedure (laparoscopically assisted vaginal hysetrectomy). Reportedly, the instrument did not cut. The surgeon applied another device to complete the procedure. The hospital has reported that no patient injury occurred.